Event description:
It was reported that the device was not warming up and would not go past 21 degrees. Patient involvement unknown.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received with an outdated printed circuit board (pcb) and power switch. Functional testing confirmed the complaint as the device would only go up to 21 degrees. The root cause was due to the pot on the pcb used for adjusting the temperature was damaged. However, it was unknown what caused the damage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
Additional information received 13-july-2023 via email. I was unknown if there was any patient harm when the device was found to be defective. The staff swapped with another warmer when it was found it would not warm up fully. No patient information was available.